Event description:
It was reported that this left ventricular (lv) lead has gradually increased pacing impedance measurements up to the 2,000 ohms range. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Additional information indicated the remote home monitoring alert threshold was adjusted from 2,000 to 2,500 ohms and this patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.